Manufacturer narrative:
Date of event: unknown - customer doesn't know when it happened. Additional information: this complaint is associated to MDR# 2031642-2017-00165.

Event description:
The customer reported that an error code message of air flow sensor calibration data error was displayed on the unit after installing the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to correct the error code message of machine and proximal pressure sensors failed. Reportedly, customer reported that the air sensor reads zero and o2 sensor reads approximately 5 cmh2o at 5 cmh2o flow rate. The customer reported there was no patient involvement.